Manufacturer narrative:
H10: additional information provided confirmed the guidewire lumen had separated as the device was being pulled out, since a lot of force was used.  As such, during the pre-decontamination engineering evaluation, the guidewire lumen was observed to be separated from the nose tip.  Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection the following was observed: the crimp balloon was torn proximal to the inflation to crimp (I/c) bond, balloon wings appeared flared out, a break in the guidewire lumen was found distal to where the proximal end of the balloon spring is adhered to the guidewire lumen. Consequently, the distal end of the delivery system (nose tip, inflation balloon) is separated from the rest of the delivery system with the balloon spring stretched, and gouges present on the flex tip face. A pre-operative 3mensio report was provided and reviewed. The imaging revealed tortuosity and some calcification throughout the patient¿s vasculature including a horizontal aorta and the patient¿s access vessel minimum luminal diameter (mld) measured 8.3mm (right) and 8.4mm (left). Functional testing was unable to be performed due to the condition of the returned device. Dimensional testing was performed, and the wall thickness of the crimp balloon met specification. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Per procedure, the balloons are 100% dimensionally and visually inspected. During crimp balloon trimming and during final inspection, the crimp balloons features are 100% dimensionally inspected per procedure. Per procedure, the guidewire shaft to nose bond are visually inspected.  Per procedure, the laser weld joint is 100% visually inspected. Per procedure, the balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During the balloon pleat, fold and forming process the balloon size is inspected. During final inspection, the entire component is 100% visually inspected distal to proximal by both manufacturing and quality per procedure. In addition, during this final inspection functional inspection is performed on the flex catheter. Per procedure, the commander delivery system is 100% leak tested. Additionally, the work order undergoes product verification (pv) testing per procedure as a requirement for lot release. Lot samples are tested. Of note, no failures occurred during product verification testing and the lot was released. Per procedure, functional pv testing is performed for physical damage on the shaft and the balloon, de-airing, balloon burst pressure, retrieval force and tensile testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. A device history record review (DHR) was performed and did not reveal any issues that could have contributed to the events.  A lot history review was preformed, and no other complaints were revealed for these complaints. A review of complaint history from (B)(6) 2018 to (B)(6) 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for these events with returned devices. However, no manufacturing non-conformances were identified during the investigations of the similar complaints.  The information suggests that patient/procedural factors contributed to the events.  A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for all the trend categories.   The IFU, prepping manual, and training manual were reviewed for instructions involving the commander preparation and procedure state:  warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.  Additional guidance for valve alignment:  perform valve alignment in the straight section of the aorta.  Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock.  Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure.  Check delivery system before valve alignment. If kinked, do not use.  Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap.  Compression may be observed in the distal portion of the flex catheter during valve alignment.  Diving may be observed between the thv and flex catheter tip during valve alignment.  To correct: move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly and then continue pulling back until part of warning marker is visible, if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers.  No IFU or training deficiencies were identified. The complaints were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified and review of available information (returned device, complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. As the device was able to be de-aired during device preparation, it is unlikely there was an issue with the balloon out of box. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Valve alignment was said to be performed in a ¿slightly tortuous segment¿ of the aorta as the entire patient anatomy was said to be tortuous. This may have resulted in increased forces being applied to the bond area as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, which can lead to the reported fine adjust difficulty, and can potentially weaken the bond between the inflation balloon and crimp balloon. The flex tip gouges observed during visual inspection is indicative of some level of non-coaxiality of the valve against the flex tip. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. With the crimp balloon torn, it is likely that the balloon wings were exposed and caught on the sheath tip during withdrawal attempts. As per visual inspection, the balloon wings were returned flared. Also, the crimped valve could have interacted with native anatomy (calcification) or the sheath tip, further causing difficulties during withdrawal. It is likely that excessive force/manipulation was used to overcome these interactions causing the valve to dislodge from the balloon and the nose tip to separate from the rest of the delivery system in this case, available information suggests that patient and procedural factors (tortuosity, withdrawal of torn balloon, and excessive force) may have contributed to the complaint events. The complaint was able to be confirmed based on visual inspection of the returned device.  No product non-conformances or IFU/training inadequacies were identified, and the trend categories did not exceed control limits for the respective trend categories; therefore, no corrective or preventive action is required at this time. The complaint for balloon torn was confirmed based on visual inspection of the returned device. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in product risk assessment. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including additional information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system per CAPA.

Manufacturer narrative:
(B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the delivery system balloon tore during valve alignment, which was done in the slightly tortuous segment of the aorta.  The physician reported feeling a ¿pop¿ at the end of valve alignment.   The balloon had not been inflated at all.   Upon removal of the delivery system/valve through the sheath, the valve came off the balloon and became stuck at the femoral artery.  Surgical intervention was required to remove the valve.  A 16fr sheath was then prepped and inserted into the patient without any further complications.  This time the operator pulled back the sheath and the new valve was aligned in the non-tortuous or distal descending section of the aorta. The valve was deployed in an 80:20 aortic position.  Post op echo showed mild pvl.  Valve was post dilated with +2cc of contrast and pvl was reduced to none.  No cai was reported.  The patient left the room in stable condition. Additional information provided indicated that there had not been any difficulty inserting/advancing the delivery system through the sheath.  Once the physician unlocked the indeflator and was ready to pace, blood was observed to be coming back into the indeflator.   No extra volume was added to the balloon prior to the inflation.  There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath.  There was no retained volume in the balloon prior to reentry into the distal end of the sheath.  The operator waited two minutes between deflation/burst and withdrawal.  There was no damage to the sheath after it was withdrawn.